Event description:
It was reported that an alert was triggered due to high, out of range impedance on the right atrial (ra) lead. It was noted that the alert and out of range impedance coincided with atrial tachycardia (at) events that had just started. The patient stated, "atrial lead may be across my valve." The patient underwent an x-ray and found that the lead was not across their valve. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).